Event description:
Information received indicates the right siderail will not latch.

Manufacturer narrative:
The technician found the latch bushing, roller guide and lower pivot bolt were missing. He replaced the missing siderail hardware to repair the bed.